Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet during an MRI scan (tesla strength unknown). It is unknown whether the patient's head was wrapped per the manufacturers guidelines. Revision surgery was successfully performed on (b)(\6) 2017, in order to re-position the internal magnet. The implanted device remains insitu.